Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during use. The alarm occurred the previous night and the registered nurse (rn) started over with new supplies. The technical service representative (tsr) explained alarm to the rn. The rn would setup the hc for use tonight. Per the callscript, the home patient (hp) was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, it was unknown if the bags were properly connected, no patient extension line was used, it was unknown if there were any open clamps on any unused lines. The proper procedure was reviewed with the rn. The rn would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the rn) regarding the system error 2240. The rn stated the hp was connected at the time of the alarm. The rn stated they did not notice any defects on the supplies. The rn stated they did not have any form of samples/lot numbers to provide. The rn stated they were able to continue once they started over with new supplies. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. This complaint for a system error 2240 (air in line) was not confirmed. The cause was undetermined. Per the nurse, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.